Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bgs) rose to 25 mmol/l (450 mg/dl) while wearing the pod for 6 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the site was swollen due to an allergy to the adhesive. The patient went to the emergency room due to the high bgs and was diagnosed with diabetic ketoacidosis. As treatment, the patient was given a 4 unit injection of rapid acting inulin. The patient was discharged after 3 hours. The pod was discarded at the hospital.